Event description:
The patient fell and was found on the floor. The patient fractured a hip as a result of the fall. The bed occupancy alarm unit did not alarm and activate nurse call to alert staff that the patient was attempting to get out of bed. The sensormat was initially positioned across the width of the bed beneath the patient's buttocks which is approximately 4 to 5 inches below the crease in the mattress caused from lifting the head section. The sensormat was installed beneath the patient's bedding and was secured to the mattress with the rubber band fasteners provided with the sensormat. When the rubber bands are attached there is enough play in the pad for it to move 2-3 inches in either direction. The rubber bands can not be fastened so that the sensormat is held tightly. The sensormat is not checked for kinks initially or when bedding is changed because there is no manufacturer recommendation in the user's manual to do so.